Event description:
Additional information received from the patient reported she had very intermittent coupling. If the patient moved slightly, she would either loose or gain coupling boxes. The patient noted that in order to get coupling boxes shaded, she sometimes had to apply a lot of pressure to the point that it hurt. Patient services reviewed recharging best practices. A new recharging antenna was requested. Patient services did not troubleshoot with the patient since this had been an ongoing issue and troubleshooting had already been performed in the past. Patient services redirected the patient to her healthcare provider (hcp) if the replacement antenna did not resolve the issue.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
Additional information received in a patient letter reported that once they got the replacement antenna it worked better.

Event description:
A patient reported on (B)(6) 2016 stating that therapy was turning off and on by itself, but they were happy with the therapeutic effect otherwise. There were no related trauma or falls. The stimulation would turn on/off while they were lying still in bed. They also stated that it could have been happening while they were mobile, but they may not notice it. The patient had not recent medical test and was not sure whether they had been exposed to electromagnetic interference (emi). Cycling was not programmed and they did not have scheduled therapy, but adaptive stimulation (as) was enabled. They had not used their patient programmer (pp) in about a month. The issue had been occurring for a couple weeks prior to report. The patient also stated that the charger had to be exactly in one spot, and if it was a 1/4 inch off it would not charge. They could feel the implantable neurostimulator (ins) more since their post-implant swelling had gone down, and sometimes it felt like it was at an angle where the top seemed to stick out more than the bottom. They weren't sure if it was inflammation or bodily position that was causing this. They noted that they were a thyroid patient and experienced changes to their weight all the time, but they didn't indicate any major changes to their weight. This issue also had occurred within the previous couple weeks. The patient was going to see their healthcare provider (hcp) regarding the reported issues. The indication for use was spinal pain. Additional information was received from the patient on (B)(6), stating that they were not sure what led to the sensation of the stimulation turning off. They reiterated that the charger had to be in the exact spot. They would get 0 bars if they were 1/4 inch off, and it was all or nothing. They stated that nothing was done regarding the "powering off" issue. The recharge difficulty was aggravated by their weight loss, and it was moving around more but nothing had been done to fix it. Their doctor had looked at it on (B)(6), and they thought it was too risky to go in and "tack it down" because of infection risk after being implanted 4 months prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.